Manufacturer narrative:
Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that the secondary sulcus lens was centered, but by post op day 1, the entire capsular bag and the sulcus intraocular lens had disinserted into the vitreous inferiorly. Additional information was revealed that it was scheduled for the removal of the sulcus lens and the placement of another glued lens by the yamane technique. Further information received revealed that a glue lens was in place for a za9003 +30 diopter and the previous +29.50 diopter lens was removed from the eye. No further information is available..